Event description:
It was reported that approximately one hour after starting treatment with a polyflux 170h, the patient experienced a blood pressure reading of 161/74mmhg, pulse rate 67/minute, breath 23/minute and spo%: 97%. The patient was administered dexamethasone sodium phosphate and anticoagulation. It was reported that the patient¿s symptoms were mitigated "after about 20 minutes". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.